Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door kept failing and it was recoverable but failed soon after. A field service engineer replaced the latch assembly with a new-style latch. Tested all doors repeatedly in the hardware test application (hta), and all doors functioned properly. The customer also tested the doors in the application and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door kept failing and it was recoverable but failed soon after. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.